Event description:
Customer reported turned system off during lunch, would not reboot after lunch break.

Manufacturer narrative:
Service representative verified errors, ordered parts. Replaced hard drive and reloaded flash, verified system operation. Unit operates as intended.